Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male patient post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that prior to patient implant, while priming impella 5.5 device it was plugged into console and impella catheter defective alarm occurred. Another console was used, and it had the same alarm. That impella catheter was removed from the table and a new 5.5 device opened with success in powering up, priming, and was to be inserted for patient support. No patient harm was reported.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for the pump not detected issue has been completed. The product was returned for investigation. When connected to the automated impella controller, the pump went to case start window and no "impella catheter defective" or related alarms were observed. Data logs were investigated and the "impella defective alarm" was confirmed. Per the product investigation and data log review, the root cause of the pump not detected issue was not determined since the issue was unable to be reproduced in the lab and the pump performed to specification. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-12762 in accordance with updated procedures.